Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the videoscope exhibited error code e231 occurred. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is the image sensor cable was kinked at the bending section. The kink may have caused breakage of the output signal wire or short circuit which led to the defective image. The event can be prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU, ltf-s300-10-3d IFU: operation manual ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.